Manufacturer narrative:
Product event summary: the distal portion of the lead was returned. Analysis was performed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported the right atrial lead dislodged during hernia repair surgery. The lead was not sensing or capturing. The patient experienced increased fatigue and heart was racing. The lead was removed and a new lead was implanted. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.